Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. The reservoir was noted to have ruptured in one longitudinal line from post to post (set cap to volume indicator). The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This issue is being investigated through corrective and preventative action (CAPA).

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution consisting of 100 ml of ropivacaine hydrochloride hydrate and 0.4 ml of morphine hydrochloride. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.